Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. Inspection of the device by the customer revealed that the wash probe sensor was dirty. Fse instructed the customer to clean the sensor with air which resolved the issue. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were two similar complaints identified during the search period. The aia-900 operator's manual under chapter 12 - flags and error messages was reviewed. The 4337 wash y positioning overrun error: the aia-900 service manual revision b, chapter 8 indicates that the 4337 wash y positioning overrun error message is generated when the home sensor s135 is activated prior to a point corresponding to 40 pulses before the end of the distance through which the incubator is supposed to move. The measurement will be interrupted. The operator is instructed to contact the service department and check s135 and pm134 for possible malfunction. The most probable cause of the reported event was due to a dirty wash probe sensor.

Event description:
It was reported that the customer received error "4337 wash-y positioning overrun" with their aia-900 analyzer. The customer attempted to troubleshoot by rebooting three times; however, the issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prolactin (prl), beta human chorionic gonadotropin (bhcg), follicle-stimulating hormone (fsh), estradiol (e2), progesterone ii (prog ii), and luteinizing hormone (lh ii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.